Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, increased sensitivity, swelling, fistula.